Event description:
The recipient's device was explanted. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly last seen in (B)(6) 2015 and doing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient was not explanted. The recipient remains implanted. This is the final report.